Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump had intermittent power. The patient noted there was no damage seen to the battery compartment or battery cap, the battery cap had been replaced and was secure and tightly attached and the pump had not been exposed to moisture. Troubleshooting revealed the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. The patient replaced the pump battery to no avail. There was no patient injury associated with this issue. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box and download history showed no activity outside normal use. Power on resets was confirmed in the black box. The battery cap that was returned with the pump for investigation did not secure tightly to the pump and kept spinning when tightening was attempted. It was noted that the threads on the battery cap were stripped. Testing was able to duplicate rebooting of the pump using the returned battery cap. A test cap was placed on the pump for further testing. The pump was exercised with the test battery cap for 24 hours on a 1 unit per hour basal rate program with no resultant power issues or rebooting.